Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75%-80% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for pre-dilatation. However, during third inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient serious injury or adverse event were reported.